Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 001825034 -2019 -01665; 0001825034 -2019 -01664. Concomitant medical products: unknown part/lot; femur, bearing; 141234 biomet cc cruciate tray 75mm mm, lot # j6272575. The event occurred in the (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address knee dislocation. No further information has been made available.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
-A picture was provided of the explanted products; however, a detailed evaluation could not be performed. -review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. - a definitive root cause cannot be determined. - no corrective actions, preventive actions, or field actions resulted after investigation of this event. -this complaint was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.